Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The hp stated she was on vacation this night so was using a different table for set up. The hp stated the table was a higher than what she normally used at home. The hp stated the bag likely fell which caused the spike to disconnect. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The home patient (hp) stated a spike came out of the bag and fell to the floor during dwell 3/4. The technical service representative (tsr) advised the hp to use a manual bag or start over using new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she was not sure exactly what happened because she was sleeping. The hp stated she was on vacation this night so was using a different table for set up. The hp stated the table was a big higher than what she normally used at home. The hp stated the bag likely fell which caused the spike to disconnect. The hp stated she uses shorter tubing when she travels and discarded the actual sample. The hp stated she was doing great with therapy and feeling fine. No additional information is available at this time.